Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the flow sensor to lab use only (luo) testing equipment. The sensor behaved as expected during the evaluation. There were no issues detecting the sensor, and the devices behaved identical to the luo flow sensor.

Event description:
Per clinical review: on (B)(6) 2024, the team experienced an issue with their heart lung machine (hlm) flow sensor during cardiopulmonary bypass (cpb). Specifically, the user reported that the central control monitor (ccm) displayed a 'flow sensor not attached' message. The device was not changed out as the perfusionist was able to monitor arterial pressure, aortic pressure, aortic line pressure, revolutions per minute (rpms) and urine output which indicated adequate flow. The procedure was completed successfully, with no delay, no blood loss, and no adverse event.

Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint. The fsr observed a white residue in the flow sensor cracks and replaced the flow sensor. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the central control monitor (ccm) displayed a 'flow sensor not attached' message. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Manufacturer narrative:
Updated block: h6 the reported complaint was not confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.